Event description:
The customer reported the systems' motorization failed to operate (gantry failed to move). A complete loss of motorized motion functionality could result in the inability to obtain certain necessary views in a patient care setting. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gantry control module cable was reconnected. The system was then found to be operating as intended.